Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the tissue pad was separated when the user cleaned the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported. It was additionally reported that the tissue pad was detached from the grasping section. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation omsc found that the tissue pad was not separated, but missing. This is the report regarding the missing of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was missing. The missing part was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.